Event description:
The patient reported being struck by lightning on (B)(6) 2025. 16 shocks were delivered on (B)(6) 2025. It can be noted that following the therapies on (B)(6) 2025, the shock impedance decreased from 60 ohms to 36 ohms and has been trending around 40 ohms since (B)(6) 2025. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.